Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure the pacing impedance measurement of the right ventricular lead more than doubled after being placed apex. The procedure was completed using a replacement lead. The patient was stable.